Event description:
It was reported that the right ventricular lead exhibited noise, low impedance, sensing anomaly and high thresholds. The noise could be replicated with minimal arm movement. The lead was capped and replaced on (B)(6) 2014.